Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting including; cleaning the cuvettes washer nozzles, changing the dry tip, flushing water lines, and washing cuvettes with detergent; no specific replacement part was determined to be the singular causative agent. A review of service history for the alinity c (serial number (B)(6) revealed no further reports of discrepant results from the customer since the current complaint, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for abbott clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c (serial number(B)(6) was identified.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a falsely depressed alinity c calcium result for one patient. The customer uses the normal lab range 8.4-10.2 mg/dl and notes that critical values are greater than 13.0 and less than 6.5 mg/dl. The customer provided the following information: initial result 6.0 mg/dl, repeat 9.0 mg/dl no impact to patient management was reported.